Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes due to noise and low pacing impedance were noted on the right ventricular lead. Further testing was suggested and the patient was in stable condition. Additional information was requested but not received.